Event description:
Patient was undergoing total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy. While the clip applier was being used intraoperatively, it reportedly misfired frequently and would not compress the clip onto the vessel. The clip applier was replaced and removed from service.